Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with lavh, bso, suprapubic cystoscopy, repair of bladder laceration. It was reported that mesh removal was recommended due to chronic pelvic pain, urinary discomfort, pain inside vagina, pain left side of bladder ever since mesh was implanted, eroded sling mesh material causing calcification and irritation of anterior bladder wall which started approx (B)(6) 2011. Cystoscopy with laser litholapaxy, laser excision of foreign body with transurethral resection of bladder ((B)(6) 2011).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.